Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 1 month prior to contacting lfs. The patient reported at an unknown time prior to the start of the alleged issue the patient had symptoms of ¿shaking and feeling cold.¿ the patient reported using oral medications with diet and exercise including metformin 1 pill a day. The patient reported on an unknown date he took his usual dose of medication. The patient reported on an unknown date and time he had something to eat or drink as treatment. The patient denied testing on another device. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first time the meter had been used. The patient was found to be using the correct test strips. When the subject test strip was inserted, the meter turned on. When the power button was pressed, the meter turned on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue while having symptoms suggestive of hypoglycemia, the patient was unable to test his blood glucose and therefore there was a delay in treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.